Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 30-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (15 mg/ml at 1.644 mg/day) via an implanted pump. The hcp was calling to get the shutdown code for the pump because the patient¿s cardiologist needed the pump permanently shut down for the procedure he was doing on the patient. When discussing minimum rate versus permanently shutting the pump down, the hcp stated that they wanted it permanently off because ¿it¿s just not working anymore either¿. When asked to clarify, the hcp stated that they did a catheter study on (B)(6) 2020 and got zero flow. The hcp confirmed that they did not want to proceed with a catheter revision to correct the issue they just wanted the pump off. The pump off passcode to permanently stop the pump was provided to the hcp.